Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a current high blood glucose level of greater than 600 mg/dl. The blood glucose at the time of the incident was unknown. Troubleshooting was not completed because the customer declined to check for the bolus wizard settings for accuracy. Advised the customer that inaccurate insulin pump settings may result in high blood glucose levels. The device will not be returned for analysis.